Event description:
It was reported patient underwent a nail fixation procedure on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2014 due to a nonunion with biomet product. During the procedure, a transverse screw hit the nail on the proximal area of the hole causing the surgeon to redrill. A second attempt was made to implant the screw without success. The jig was removed and the screw was implanted by hand in order to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The functional check found that device performed as intended and meets design specification. This was a revision surgery of competitors nail and the previous drill path could have contributed to this device not targeting correctly when nail was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.